Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 400cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3506501bc; serial number (B)(4) on the left side, and with catalog number 3506501bc; serial number (B)(4) on the right side on (B)(6), 2022.